Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the event was not determined. Ancillary devices included an echelon 10 microcatheter.

Manufacturer narrative:
Product analysis #: (B)(4): equipment used: vis (m-85519): as found condition: the axium coil was returned within a shipping box and a plastic bio-pouch. The implant coil was returned within the plastic bio-pouch but was inadvertently lost during decontamination. Visual inspection/damage location details: the axium coil was returned within the introducer sheath. The introducer sheath was found inverted with the wavelock at the distal end. No damage was found with the introducer sheath. The implant coil was not attached to the pusher. The detached implant coil was not returned. The axium pusher actuator interface (ai) and hypotube break indicator (hbi) were found intact. The release wire coin was found against the lumen stop. The hypotube break indicator (hbi) was broken to pull back the release wire to examine the retainer ring. The retainer ring was found to be in good condition. Testing/analysis: the axium pusher shield coil was removed. The release wire distal tip was found extending out from the distal end of axium pusher for 0.003", which is within specification. Conclusion: based on the device analysis and reported information, the customer's "premature detachment" report was confirmed as the implant coil was found detached from the pusher. However, no non-conformance was found with the returned axium pusher that would have contributed to the reported event. An analysis of the implant coil could not be performed; therefore, any contributing factors could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there was no damage or evidence of tampering to device packaging. The proximal end of the pushwire was secured in the guidewire clip (black rubber stopper) when the package was opened.

Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: vis (m-85519) ¿ as found condition: the axium pusher and implant coil were returned within a shipping box and a plastic bio-pouch. The implant coil was inadvertently lost during decontamination. ¿ visual inspection/damage location details: the axium pusher was returned within the introducer sheath. The introducer sheath was found inverted with the wavelock at the distal end. No damage was found with the introducer sheath. The axium pusher actuator interface (ai) and hypotube break indicator (hbi) were found intact. The release wire coin was found against the lumen stop. The implant coil was found to have detached from the pusher. The retainer ring was found to be in good condition. ¿ testing/analysis: the axium pusher shield coil was removed. The release wire distal tip was found extending out from the distal end of axium pusher for 0.003¿, which is within specification. The hypotube break indicator (hbi) was broken to pull back the release wire to examine the retainer ring. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿premature detachment¿ report was confirmed as the implant coil was found detached from the pusher. However, no non-conformance was found with the returned axium pusher that would have contributed to the reported event. An analysis of the implant coil could not be performed; therefore, any contributing factors could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil detached prematurely. The patient was undergoing surgery for treatment of a saccular, unruptured posterior communicating artery aneurysm. It was noted the patient's blood flow was high and vessel tortuosity was severe. It was reported that the package was opened and the axium coil was taken out. The protective sheath was inserted into the microcatheter. When the position of the coil was observed on the screen, only the detachment mark point was seen, and the axium coil was not visible. The coil was retrieved with the protective sheath, and it was found that there was no axium coil on the push rod. After searching the packaging bag and other accessories, the coil that had detached by itself was finally found in the packaging bag. There was no surgical or medicinal intervention required, the pushwire was not bent or broken. The physician did not reposition the coil and did not attempt to detach the coil. The physician did not rotate the delivery pusher during the procedure, continuous flush was not administered during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.